Manufacturer narrative:
At the completion of the investigation, based on medical information available, there was evidence to support the reported stent migration and secondary endovascular procedure. It was discovered that the initial reported endoleak type iiia and detachment of components was found to be an unknown endoleak with significant overlap. A type iiib or type 1a endoleak of the cuff was suspected but could not be confirmed because the basis for the assessment was still photos, rather than the actual dynamic study. Therefore, the "gutter" endoleak will be re-categorized as an indeterminate endoleak. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the unknown device failure (loss of seal verses compromised stent graft integrity) cannot be determined due to lack of medical imaging studies. However, the stent migration and the severe lateral remodeling of the stent components most likely contributed to this event. Off label and/or cautionary product use conditions could not be determined; but given the severity of neck angulation, it was likely that the neck anatomy contributed to this event. No procedure related or user related issues were detected. Associated clinical harms for this device failure included: aneurysm growth, indeterminate endoleak; and, a secondary endovascular repair. The final patient disposition could not be determined. The manufacturing lot evaluation confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently with abdominal pain and a computed tomography (cta) showed a type 3a endoleak with component separation and no sac growth. It was reported the patient had severe angulation of the aortic anatomy. On (B)(6) 2017 the physician implanted an additional suprarenal aortic extension to seal the endoleak. During the deployment of the suprarenal stent the physician encountered difficulty withdrawing the delivery system and had to gain access through the left common femoral artery and use a balloon stent to be able to remove the delivery system. Final angiogram showed there was no endoleak at the completion of the procedure. The final patient status was not reported. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently with abdominal pain and a computed tomography (cta) showed a type 3a endoleak with component separation and no sac growth. It was reported the patient had severe angulation of the aortic anatomy. On (B)(6) 2017 the physician implanted an additional suprarenal aortic extension to seal the endoleak. During the deployment of the suprarenal stent the physician encountered difficulty withdrawing the delivery system and had to gain access through the left common femoral artery and use a balloon stent to be able to remove the delivery system. Final angiogram showed there was no endoleak at the completion of the procedure. The final patient status was not reported. There have been no additional adverse events reported for this patient.